Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received h-31b air detector damaged and removed and disassembled from the h-1200. A photo of received air detector was attached. During visual testing, the reported complaint could not be confirmed. The root cause of the issue could not be determined. Could not confirm customer reported reason as the air detector was received disassembled. Additional issues were also found; the air detector user interface insulation and pole gasket were torn. Replaced user interface, installed tempcheck test fixture. Measured temperature; which was within tolerance. Device all passed all functional and electrical tests.

Event description:
It was reported that there was a loose h-31b door latch. No patient injury was reported.